Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 40-65 mg/dl after the customer had delivered too large of a bolus. Juice and candy were consumed to address the low bg level. There was no device issue reported.